Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. The reported event of failure to capture was not confirmed. Visual inspection of the lead found the helix to be extended and clogged with blood/tissue. X-ray examinations of the lead found no anomalies except for procedural damage. Electrical testing was normal.

Event description:
It was reported that patient presented for a scheduled procedure. Upon review, right atrial (ra) lead exhibited loss of capture. X-ray imaging showed that the right ventricular (ra) lead was dislodged. The atrial lead was explanted and replaced as a result. Patient condition was stable before, during, and after procedure.